Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved terumo sheath pinnacle 9f 10cm device one-way valve pushed into the sheath when introducing the dilator and that it was leaky.

Manufacturer narrative:
One 9fr introducer sheath, dilator, and the packaging pouch were returned for product evaluation. The components were returned mated together with the crosscut valve threaded onto the sheath shaft. Visual inspection revealed that the crosscut valve had fully dislodged from the sheath hub. The cap of the hub was still in place and no damage was noted on the cap. The crosscut valve was viewed under microscope and damage was noted at the center. The distal tip of the dilator was viewed under microscope and no damage or gross anomalies were observed. The complaint can be confirmed for valve leakage. The crosscut valve was found to be dislodged from its intended orientation which likely resulted in the alleged leakage. Based on the investigation results, the likely cause of the event is the dilator was inserted off-center into the valve, causing the dislodgement. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.